Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump shut off automatically while he was working out at the gym; no error or alert. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.